Event description:
A (B)(6) male patient contacted zoll customer support to report that the charger/modem was not powering on. The patient received a replacement charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. Upon evaluation, the power brick was defective. The cause of the inability to power on is the defective power brick. The cause of the defective power brick is a defective connector. The root cause of the defective connector cannot be positively identified. No adverse event resulted from the defective power brick connector. The patient received a replacement battery charger/modem.